Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that a faulty igniter caused the spare lamp to turn on. The front panel mouth was cracked. There was a worn out socket slider switch and corrosion inside the air pump tubing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source lamp will not turn on, it goes to the backup lamp. It was reported that the lamp was changed and the issue still persisted. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: malfunction of the igniter. Olympus will continue to monitor field performance for this device.